Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The patient's nurse reported via phone call that the patient's blood glucose has been over 400 mg/dl. The patient was not receiving insulin delivery while wearing the insulin pump. Troubleshooting did not occur; the patient's mother planned to call the 24-hour product helpline when the patient got home from school. The insulin pump was not returned for analysis at this time.